Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranging from 40 to 50 (mg/dl). Reportedly, the customer was unsure of the cause of the low bg, but attributed it to stress. Juice and glucose tablets were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.